Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod, upon removal of the needle guard the cannula was found to have deployed early. The patient reports their blood glucose level was between 120 mg/dl and 250 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula deployed and needle retracted. Investigation of the device data shows that the first priming sequence ran 47 pulses and then was deactivated by the user at pulse 514. During operation, the device was able to successfully deliver a bolus following the priming sequence. The needle mechanism was reset and deployed with no issue. No damages or defects were observed that would indicate the needle mechanism deployed early.